Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of thrombosis is listed in the xience skypoint, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2021, a percutaneous coronary intervention was performed on the proximal left anterior descending (lad) coronary artery lesion. Angiomax was provided pre-procedure. Following, a 2.75x28mm xience skypoint stent was implanted without issues reported. The procedure was completed, and the patient was in recovery. A few hours later, the imaging was performed and the xience skypoint stent had occluded with thrombus. There were no associated clinical symptoms reported. As treatment, additional angioplasty (balloon dilatation) was performed. The event resolved and did not require prolonged hospitalization. No additional information as provided regarding this issue.